Event description:
The customer reported a falsely elevated sodium result generated on the alinity c analyzer on one patient. Results provided: 18aug2020 sid s549242 = 161 mmol/l (normal range: 136-145 mmol/l); another lab (roche cobas) = 123 meq/l (normal range: 133-146 meq/l. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending did not identify any complaints that were similar for falsely elevated sodium patient results. The trend review by the product list number found no trends related to this issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated sodium result generated on the alinity c analyzer on one patient. Results provided: on (B)(6) 2020 sid (B)(6) = 161 mmol/l (normal range: 136-145 mmol/l); another lab (roche cobas) = 123 meq/l (normal range: 133-146 meq/l. No impact to patient management was reported. Note: results expressed in meq/l are equivalent to mmol/l for this analyte.